Event description:
It was reported that the device turned off during use with ventilator failure. No injury reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a a follow-up report.

Manufacturer narrative:
For the investigation the provided log file was analyzed. No technical failure was found. The described ventilator failure could be reconstructed. The root cause was a pressure difference between the inspiratory and expiratory pressure values during inspiration. The atlan reacted as specified and switched to man/spont configuration in accordance with its safety concept and indicated this to the user. The reason for this may be an excessive breathing tube resistance, for example due to soaked filters or kinked tubes. The occurrence of condensation in the pneumatic circuit is also a possible cause. Accumulation of condensate is a procedural problem and not related to the workstation itself. Since during service accumulation of moisture was found in the device this seems to be the most likely cause. However, on the basis of the available information the exact root cause could not be determined. The device has reacted on the detected pressure situation as specified by shutting down automatic ventilation and posting a corresponding alarm.

Event description:
It was reported that the device turned off during use with ventilator failure. No injury reported.